Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer® eclipse¿ signal¿ blood collection needle, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle .this event occurred three times. The following information was provided by the initial reporter. The customer stated: we are having issues with bd vacutainer eclipse. Yesterday the safety broke off 3 times on 3 different patient. Draws twice.